Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms. No adverse patient effects were noted.

Manufacturer narrative:
(B)(4). Follow up with the nurse revealed that the patient did not call the clinic regarding the alarm, however the patient is doing well and continuing with peritoneal dialysis treatments. Additional information: the root cause of the reported problem of air in the line is currently being investigated through CAPA number, (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air) that appeared on the homechoice unit during initial drain. The home patient (hp) was connected. The technical service representative had the hp cycle the power to clear the alarm and advised the use of new disposables. The device was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up emdr will be submitted.